Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.035¿ offset at the tips. The instrument was also found to have a bent grip, causing vertical misalignment of the grips. There was a portion the grip near the base, closest to distal clevis pin that extended further than manufactured. Additional observations related to customer reported complaint were also identified: 1). The force bipolar instrument was found to have a dislodged molded insulator at the distal end. 2). The instrument was found to have a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A portion of the wire is sticking out potentially effecting the instrument's ability to open and close properly. The wire insulation was not damaged. The instrument passed electrical continuity test. The grips opened and closed properly during manual articulation. No signs of thermal damage were observed. 3). Signs of corrosion were found on the force bipolar instrument bearings. The pitch and grip input disk bearings exhibit orange discoloration. 4). The instrument was found to have dried residue around the clamping pulley cable groove.

Event description:
Refer to h10/h11 for follow-up information. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not stuck to the patient's tissue. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was giving the surgeon trouble when trying to grab tissue. They felt that it was sticking and would end up causing more damage than if the instrument was working correctly. The procedure was completed with no reported injury.